Event description:
It was reported an end of service (eos) condition was missed. The health care provider (hcp) hadn¿t been aware of what the elective replacement indicator (eri) and eos meant. The patient¿s last refill had been in may and initially the hcp didn¿t think it had told them that eri had occurred. When the hcp looked at the previous printout however they found it had showed that eri had occurred and that eos would be on (B)(6) 2013. The patient had not experienced any symptoms since the pump had stopped. The hcp indicated the patient only started hearing the alarm ¿a few days ago¿ presumably when eos occurred. The critical alarm interval was determined to be ten minutes. The device system was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8575, lot# n064692, implanted: (B)(6) 2006, product type: accessory. Product ID: 8709, lot# j11341r28, implanted: (B)(6) 2002, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).